Event description:
User report: "I was using the vein finder to find a vein. I pushed it away to move around. I reached to pull the vein finder closer by it's arm, and the entire unit tipped over. I moved under it to catch it. I caught it with my right neck, shoulder. If I had not have caught it, it would have crushed the (B)(6) infant on the bed. Understandably, the family was disturbed. I was disturbed. Charge nurse was also at bedside and helped to calm the parents."during evaluation of the unit, it was found that if the arm is fully extended to the side and the casters are swiveled in the unfavorable orientation, the unit is very easy to tip over.